Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms that occurred every 30-45 seconds. The customer's blood glucose (bg) level was over 600 mg/dl with a dangerous ketone level. Correction boluses and insulin injections were used to address the high bg level. The customer was hospitalized on (B)(6) 2016 for diabetic ketoacidosis. The customer was treated with intravenous insulin and potassium. The customer was discharged from the hospital on (B)(6) 2016. As the occlusion had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusion.